Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. That would have contributed to this event additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported mechanical issue could not be determined in this incident. It should be noted that the mitraclip instructions for use (IFU) states: release the delivery catheter fastener then retract the actuator knob approximately 0.5 cm after it is fully unthreaded. There is no indication that the IFU deviation caused the reported mechanical issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip ntr clip was deployed successfully and mr was reduced to 1; however, after deployment it was noted that the clip opened up to about 60 degrees and the mr went up to 2. The clip appeared to be stable and no further treatment was performed. It was noted the gripper line was removed prior to actuator knob detachment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.